Event description:
Stent was placed in brachiocephalic vein, perhaps slightly into the superior vena cava, approximately seven days prior to dialysis catheter procedure. During dialysis catheter procedure, the stent broke in half, sending half of the stent into the patient's right ventricle. The patient had arrhythmia. The physician decided to send the patient to have the stent removed. Open surgery was performed on the patient to remove the stent. The most recent report indicates the patient is doing okay.

Manufacturer narrative:
The PMA / 510(k) numbers are k043481 and k051124. The lot number of the zib6-80-12.0-60 device involved in this complaint is unknown; therefore, we cannot determine if a device of the same lot number is in stock. A document based investigation was carried out as the device involved was not available for evaluation. The complaint description contained the following information: "stent was placed approximately seven days prior to dialysis catheter procedure in brachiocephalic vein, perhaps slightly into the svc. During dialysis catheter procedure, a 14 or 16 fr sheath with j wire must have snagged the stent and the stent broke in half, sending half of the stent into the patient's right ventricle ..." The device involved in this complaint is a zib6-80-12.0-60 device. This is a zilver biliary stent and the instructions for use which accompanies this device, contains the following: "intended use- the zilver 518 and 635 biliary stents are intended for palliation of malignant neoplasms in the biliary tree. Warnings- the safety and effectiveness of this device for use in the vascular system have not been established." This event can be described as off label use based on the information provided. Prior to distribution, all zib6-80-12.0-60 devices ar subject to visual inspection and functional checks to ensure device integrity. A review of manufacturing records cannot be conducted as the device lot number is unknown. No corrective action is warranted at this time, as based on the information provided, this complaint appears to be due to user error. The 2 year complaint history has been reviewed and it is believed that the likelihood of this type of occurrence is rare.